Event description:
Event description guidant received information that this high thresholds and ventricular loss of capture were seen with this implantable pacemaker (ipm). Also sudden loss of capture and random pacing spikes were noted when checking magnet rate. When the magnet was removed the permanent mode on the ipm had been changed to vvi and the lead safety switch appeared for the atrial lead.